Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory also indicated noise, the impedance of the right ventricular pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sensing integrity counter and undersensing. Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days post implant the extravascular (ev) lead experienced high impedance and noise. An audible alert was triggered due to the high impedance. A chest x-ray was taken and it showed that the lead was displaced as it had moved cranial from implant. Pneumothorax was also seen. Reprogramming was done. Later a repeat x-ray was done that showed the lead moved further lateral. The ev lead was then explanted and replaced. No further patient complications have been reported as a result of this event.